Event description:
It was reported that pump declared motor alarm 20 during insulin delivery, and alarm recurred even after attempts to load new cartridge using proper technique. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, reverted to replacement pump for continued insulin therapy, received storage instructions for transport, and problematic pump was arranged to be returned to Tandem.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.